Manufacturer narrative:
Tech support has made several attempts contacting the customer for additional information, to resolve the issue, with no response. The product was installed in (B)(6) 2006, therefore a manufacturing issue is not likely to cause the failure. Service records for this account were reviewed. No records related to this unit nor complaints were found. Should customer provide additional information natus will file a follow-up report as needed. No further investigation is possible.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue cozy had burnt out led. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.